Manufacturer narrative:
This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data sent to boston scientific technical services confirmed it was prematurely depleting, device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported.